Event description:
A malfunction alarm was reported with code malf 12, and support noted that no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the customer acknowledged and understood.